Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: d9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image attached to an email in the notes & attachments section of pc titled "source file - nov col 282931 cinta roja". The image was reviewed, and the complaint condition is not confirmed. The locking screw shows no signs of damage or other defects. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No lot number was provided or found in the photos, therefore no DHR could be performed. If a valid lot number is provided or the physical device returned, the DHR will be revisited. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.,background: it is sent for a report for extraction of quality nail rafn 260 x11 + 2 locking screws. Visual inspection: the lockscr ø5 l32 f/nails tan (p/n: 04.005.522 & lot #: 83p7014) was returned and received at us cq. Upon visual inspection, it was observed that no visual defects were observed with the returned screw. The screw goes well in the locking hole of the nail. No other issues were identified with the returned device. Investigation conclusion the complaint condition was not confirmed for the locking screws. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device history review - no lot number was provided or found in the photos, therefore no DHR could be performed. If a valid lot number is provided or the physical device returned, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the image received. The image was reviewed, and the complaint condition is not confirmed. The locking screw shows no signs of damage or other defects. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No lot number was provided or found in the photos, therefore no DHR could be performed. If a valid lot number is provided or the physical device returned, the DHR will be revisited. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review: no lot number was provided or found in the photos, therefore no DHR could be performed. If a valid lot number is provided or the physical device returned, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, locking screws of retrograde/ antegrade femoral nail (rafn) were extracted. This report is for one (1) unk - screws: locking. This is report 2 of 3 for complaint (B)(4).